Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular exhibited loss of capture due to dislodgement. The lead was successfully repositioned on (B)(6) 2016. No additional information would be available.